Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia, with glucose readings around 400 mg/dl for approximately one day while using the ilet with steel cannula infusion sets, and they declined troubleshooting and the blood glucose questionnaire; subsequent reports indicated glucose values returned to range the following day. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention or hospitalization. Investigation included a review of available usage data and complaint history. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.